Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. A portion of the foot of the attachment was perforated. Previous investigation performed under (B)(4) determined that the likely causes are debris in the collet and improper insertion of the tool. It was also noted that the internal tube bearing was corroded. The user manual contains the following warning ¿do not use a legend attachment if any part of the attachment appears to be bent, loose, missing or damaged.¿ additional warning indicates ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ in addition, ¿insert dissecting tool into motor collet with a slight rotational motion. A tactile and audible click is observed indicating that the dissecting tool is fully seated.¿ we will continue to monitor this complaint type for trends. (B)(4).

Event description:
Repair request initiated for device with no reported malfunction. It was reported that there was no patient or staff impact. Repair escalated to product event on decontamination due to footed portion being damaged by tool contact. On follow up, no additional information was provided.